Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) customer reported the helium can be heard venting despite the correct positioning of the cylinder. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) customer reported the helium can be heard venting despite the correct positioning of the cylinder. There was no patient harm reported.

Manufacturer narrative:
Additional information: e1(event site state): (B)(6), e1(event site postal code): (B)(6). A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the o ring, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.

Event description:
N/a.